Event description:
It was reported that during the first refill following implant the nurse withdrew clear fluid and blood. When aspirating drug from the reservoir she first withdrew 8 ml of clear fluid, but she started to see blood when she got near the bottom of the reservoir. The fluid was bright red. The total volume of clear fluid and "blood" nearly matched the expected residual volume. The nurse aspirated approximately 2 ml of the blood colored fluid before it began to clot in the tubing. The patient had an expected reservoir volume of 13.4 ml. The nurse "insisted" that the needle was in the reservoir. The reservoir was rinsed with preservative free normal saline twice and drew back blood tinged fluid on the first rinse. The patient was getting good pain relief. Their pain level was a "2 out of 10." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot # l78720, implanted: (B)(6) 2000, product type: catheter. (B)(4).